Event description:
New information notes patient received further inappropriate therapy for oversensing. The lead also had a high capture threshold. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed. The cause was due to an anomalous high voltage capacitor. The device charged normally when tested with a known good capacitor.

Event description:
The device had delivered a patient notification for a long charge time. The device was later explanted due to extended charge time.